Manufacturer narrative:
(B)(4). A third party service provider evaluated the device and could not duplicate the reported complaint. The issue was verified in the error logs. The device was tested, no issues were observed and it passed all testing. No parts were replaced.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use, a ventilator generated an inspiration time alarm and the ventilation was unstable. The patient was transferred to another ventilator without harm.